Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated from the right space of retzius. A revision surgery was performed in which the reservoir was explanted and a new reservoir was implanted into left space of retzius. No patient complications were reported. The patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.